Event description:
During the procedure, the surgeon noted that when he was attempting to utilize the device to seal, that it was not sealing well, and the patient continued to bleed at the sealing site. The device was removed from the field, and another device was obtained. It is unknown if the new device was of the same or a different lot. There were no adverse affects to the patient.